Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. Additionally, it was reported that the customer was unable to secure the cartridge tubing to the cartridge. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no impact to customer's blood glucose.